Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided, however, the customer indicated the events occurred between (B)(6) 2024 and (B)(6) 2025. It is unknown how many false positives occurred on each lot. The information available currently specifies ten (10) tests across two different lots: first test lot information: d4-lot: 0000914687 d4-expiration: 28may2026 d4-UDI: (B)(4). H4-device manufacturing date: 13sep2024 second test lot information: d4-lot: 900039 d4-expiration: 28mar2026 d4-UDI: (B)(4). H4-device manufacturing date: 07aug2024 device evaluation for lot: 0000914687: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000914687 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot: 0000914687, test base part number 10732998/ lot: 909604. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000914687 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Device evaluation for lot: 900039: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000900039 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot: 0000900039, test base part number 10732998/ lot: 886468. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000900039 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported ten (10) false positive results with the determine hiv-1/2 ag/ab combo test performed on eight (8) patients using two (2) different lots on unknown dates. This MFR. Report addresses test ten (10) of ten (10) and three (3) of three (3) for patient eight (8). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on an unknown date using sample type of whole blood specimen. The customer reported performing confirmatory testing through an outside laboratory vendor and it generated a negative result. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided, however, the customer indicated the events occurred between 01sep2024 and 03feb2025. It is unknown how many false positives occurred on each lot. The information available currently specifies ten (10) tests across two different lots: first test lot information: d4-lot: 0000914687, d4-expiration: 28may2026, d4-UDI: (B)(4), h4-device manufacturing date: 13sep2024. Second test lot information: d4-lot: 900039, d4-expiration: 28mar2026, d4-UDI: (B)(4), h4-device manufacturing date: 07aug2024. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported ten (10) false positive results with the determine hiv-1/2 ag/ab combo test performed on eight (8) patients using two (2) different lots on unknown dates. This MFR. Report addresses test ten (10) of ten (10) and three (3) of three (3) for patient eight (8). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on an unknown date using sample type of whole blood specimen. The customer reported performing confirmatory testing through an outside laboratory vendor and it generated a negative result. No additional information including patient treatment and outcome was provided.